Event description:
Reporter stated the big button broke when end user attempted to put it on the chair, while end user was getting out of end user's car the screw that was holding it in place broke clean through which caused the spring and the rod inside the axle to fall out. No injuries reported.